Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient with anxiety presented in emergency room after feeling the vibratory patient notification alert. Upon interrogation, episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on stored egm were observed. Programming changes were recommended. No further information was available.